Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported the patient had a left sigma fb ps knee implanted on an unknown date. Later, the patient complained of left knee pain and global instability. The patient underwent a revision procedure. Intra-operatively, it was noted the fm ps poly insert had minimal visible wear and was increased in thickness to a new fb ps insert. The patella had significant delamination in the dome region and multiple large patella fragments were removed from the joint space. The patella was removed, and a new sigma oval dome patella was implanted. Upon patella removal that it appeared the bone cement did not bond with the bone. Cement brand and type is unknown. Doi: unknown. Dor: (B)(6) 2025. Affected side: left knee.